Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the tracking path was calcified. Furthermore, a guide wire smaller than recommended in the IFU was used which is considered another contributing factor to the reported event. Also the event may be use-related as rough handling of the device especially during unpacking can lead to deformation and subsequent release force increase. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." The IFU indicates that a 0.035" should be used.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Not returned.

Event description:
It was reported that during a stenting procedure in the sfa, the vascular stent could not be deployed any further after being released 1/3rd. The delivery system was retracted without difficulty and another device was used to complete the procedure successfully. No patient injury was reported.